Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029

Event description:
Reportedly the subject device was implanted on (B)(6) 2015 with a non-sorin lead. On (B)(6) 2015 the patient went to the hospital because of syncope and dizziness. The device was interrogated and it was noticed that the issue was probably related to a lead connection problem. A re-intervention was performed on the same day. During the procedure, the screw was loosened and the lead pin disconnected from the pacemaker port. Good measurements were taken with the psa. Then, it was tried to connect again the lead but it was not possible to insert the lead pin all the way into the appropriate port, so the pre-inserted screw could not be tightened. The subject pacemaker was replaced and the existing lead was kept implanted.

Event description:
Reportedly, the subject device was implanted on (B)(6) 2015 with a non-sorin lead. On (B)(6) 2015, the patient went to the hospital because of syncope and dizziness. The device was interrogated and it was noticed that the issue was probably related to a lead connection problem. A re-intervention was performed on the same day. During the procedure, the screw was loosened and the lead pin disconnected from the pacemaker port. Good measurements were taken with the psa. Then, it was tried to connect again the lead but it was not possible to insert the lead pin all the way into the appropriate port, so the pre-inserted screw could not be tightened. The subject pacemaker was replaced and the existing lead was kept implanted.